Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the mirror and mirror holder were broken, the ac entry was damaged, and the left side trim and top trim panels were damaged. As a result, the aforementioned parts were replaced. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. It was determined that the issue was most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the inside focusing glass/heat shield of the mlx 300w xenon lightsource (00mlx) was not in its proper place and the unit also had burning light cables. The device was not in contact with a patient; thus, no injury or surgical delay was reported.